Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were consumed in the event. (B)(4).model# and lot# of other onyx involved:model# lot# dom expiration105-7100-060 9383028 12/01/2010 10/01/2013105-7100-080 9204273 08/25/2010 05/01/2013105-7100-080 8805424 06/22/2010 03/01/2013

Event description:
Treatment of a right cerebral avm. It was reported that the patient's avm was treated with onyx and nbca glue. Same day, the avm was resected and the patient experienced acute renal failure. The physician believes that the patient's acute renal failure was due to the embolization.